Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation the root cause cannot be identified. However, the likely cause is that the flooding of the cable caused a temporary communication failure and a temporary connection failure. The event can be detected/prevented by following the instructions for use which state: never reprocess, or store this camera head with sharp-tipped instruments. (Tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head had an image problem and the camera would not take any pictures when connected. The issue was found during preparation for use prior to an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the device failed the leak test, a pin hole puncture in the video cable, and multiple kinks and knots on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.